Event description:
A surgeon reports that seven years following intraocular lens (iol) implant surgery, the iol fell into the vitreous body. The lens was explanted and was found to be cloudy. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was pulled from the optic and bent-distal area. The optic was cracked in the haptic insertion area of the removed haptic and is scratched and torn/split (possibly cut) with only half of the optic returned for evaluation. The lens was not cloudy. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to the FDA on: 8/1/2007.